Event description:
Ligaclip was not working properly during case per surgeon assessment. Clips were scissoring on tissue (crossing). Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.